Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model #pvf-m, s/n #(B)(6) as they pertain to the reported event, were retrieved and reviewed by a manufacture¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #pvf-m) perceval plus heart valve at the time of manufacture and release. A complete manufacturing and material records review for the accessory involved in the event has also been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device and accessories involved in the reported event were not returned, no further device investigation is possible, and a definitive root cause cannot be established. However, from the document review performed, no manufacturing deficiencies were identified. Given that the event added a short delay to the procedure, the event did not result in any serious injury for the patient who did not suffer any adverse consequences as a result of the event. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer became aware of the following information through patient tracking. The patient registration form indicated that a perceval plus sutureless aortic heart valve, pvf-m was "not implanted due to deficient equipment" on 15 march 2023 and another similar device pvf-m was ultimately implanted in the patient. Based on the further information received, difficulty was encountered during loading the device on the holder. After multiple attempts, the whole set (including the valve) was changed, and the new valve was collapsed and loaded uneventfully. As reported, it seemed that the collapsing device was not able to collapse the valve enough. Based on further information received, the valve was loaded correctly, all checks were done but the valve appeared to be too far advanced in the holder, and they were unable to place the sleeve over the black crimping support. Reportedly, approximately 15 minutes was added to the procedure as a result of this event. Patient remained stable through the prolongation of surgery, did well and was discharged from the hospital uneventfully.

Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer became aware of the following information through patient tracking. The patient registration form (prf) indicated that a perceval plus sutureless aortic heart valve, pvf-m was "not implanted due to deficient equipment" on (B)(6) 2023 and another similar device pvf-m was ultimately implanted in the patient. No other information was provided about patient impact nor any delay incurred during an intraoperative procedure.